Event description:
It was reported that the 9600+ system will not boot past all squares. This happened after the sram battery was replaced and then accessed with a computer. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the sram. Sram replaced. The system was tested and found to be working as intended and placed back into service.